Event description:
It was reported that after the iab was inserted in an emergency situation, there was a dampening of central lumen pressure, and they were unable to get pressure wave forms. Attempts to flush and aspirate the catheter were unsuccessful. The iab was removed and replaced without any complications.